Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The reason for mesh implantation was stress urinary incontinence, rectocele, enterocele and incomplete uterovaginal prolapse. The procedures performed was total vaginal hysterectomy with mccall, posterior-colporrhaphy, transobturator suburethral sling and pudendal anesthesia. The complications were recurrence of pelvic organ prolapse, chronic pain, mesh erosion, infections, lower abdominal pain, incontinence, painful intercourse, inflammation and vaginal scarring.